Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cracked/peeling insulation at middle of shaft. Confirmed failure: cracked/peeling insulation at middle of shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.